Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported morphine hyperdose. " after the change of duty (from 6pm), an error was identified in the drug infusion administered to the patient. According to the findings, the afternoon nursing team programmed the infusion pump correctly (100 ml / 4.2 ml/h). However, after the transition to the next shift, the team found that the parameters previously set on the equipment had been altered (flow rate of 44 ml/h), resulting in the administration of a higher dose than prescribed (hyperdose)." Confirming that there had been a temporary injury to the (B)(6)-year-old female patient. Biomed requested further information from the initial notifier but have not heard back from them to date. Considering the report and the analysis of the logs extracted from the pumps, biomed understand that the pump that ran at 44 ml/h was ns (B)(6). Pump maintenance history: preventive, calibration and electrical safety were performed on 18/03/2025 reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.